Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that per the perfusionist that the patient came in to clinic for a routine visit, and upon interrogation it was noted that patient had multiple ventricular assist device (vad) stopped alarms. A controller exchange was performed, as it was suspected that the vad stop alarms might be related to controller issues. Patient tolerated the controller exchange well; the exchange was performed with minimal pump off time. Patient is stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that patient was experiencing vad stopped alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed 2 vad stopped alarms, the first on 04/11/2017 at 11:10:03 and the second one on 05/31/2017 at 15:10:09. Both events due to the physical disconnection of the driveline from the controller. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. As a result, no failure was detected; the controller was able to drive the system with no anomalies observed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.